Manufacturer narrative:
The customer reached out to philips via a customer feedback expressing a customer dissatisfaction. A philips field service engineer (fse) went to the customer site to evaluate the alleged malfunctioning device. He was informed by a nurse manager that "at 8:15p on (B)(6) 2023, bed #7 had a 16-beat run of ventricular tachycardia (vt) and no alarms were activated." There was a concern this issue could cause the rhythm to go unnoticed in a cardiac emergency. This allegation was made in the event of a potentially serious injury was to occur, which did not happen. The intellivue mx800 monitor was used in combination with an intellivue x3 and picix c.03.08 system. The fse reviewed alarms, reset the alarms, tested but found no issues with the pic ix speakers and made sure the monitor was working on all patients at the time. Alarm reviewing revealed that all red and yellow alarms were off, which prompted a check of all patient alarms. It was found all red and yellow alarms were off for the ccu. Results of functional testing indicated no malfunction of the devices. The complaint was escalated for a technical investigation. A philips product support engineer reviewed the audit logs for both 8:15 p.m. (20:15) and 8:15 a.m. And found the following: -there were several ECG alarms active around 20:15: ¿ *afib active from 20:08 until 20:15 ¿ *afib active from 20:15 until 20:16 furthermore there were several spo2 alarms present in this time frame. Since we do not have clinical data available, we cannot judge, whether the correct alarm would have been *afib, *run pvcs high, *svt or any other ECG alarm. However, there was definitely an ECG alarm activated at the time of the alleged event and that yellow alarm sounds were continuously played at the central station. What we do not know is what the loudness of the alarm sounds were at this point of time ¿ neither at the central station, nor at the bedside monitor. Especially, if they were loud enough for the respective clinical environment. (B)(6) 2023 20:18:11 my institution ccu 7 spo2 pulse? Generated at 20:18:04. Pic ix: vhawrxmd-ccu logged inop (B)(6) 2023 20:17:00 my institution ccu 7 afib generated at 20:16:53. Pic ix: vhawrxmd-ccu yellow alarm (B)(6) 2023 20:17:00 my institution ccu 7 end afib ended. Pic ix: vhawrxmd-ccu yellow alarm (B)(6) 2023 20:15:15 my institution ccu 7 end afib generated at 20:15:08. Pic ix: vhawrxmd-ccu yellow alarm (B)(6) 2023 20:15:15 my institution ccu 7 afib ended. Pic ix: vhawrxmd-ccu yellow alarm (B)(6) 2023 08:16:11 my institution ccu 7 afib ended. Pic ix: vhawrxmd-ccu yellow alarm (B)(6) 2023 08:09:27 my institution ccu 7 end afib generated at 08:09:27 pic ix: vhawrxmd-ccu yellow alarm based on the information available and the testing conducted, the cause of the problem seems to be an issue of alarm management. The reported problem was not confirmed. A clinical assessment performed by a post market surveillance clinical expert concluded that based on pse's analysis findings of several ECG alarms were active at the time of the reported event, indication that yellow alarms were generated at the central station, even though it is unknown what the alarm volume was set to; previous testing found no issues with speakers. Moreover, prior statement from the nurse manager indicated that red and yellow alarm were audibly turned off. Thus, it does not appear there was a device malfunction, and no harm was done to a patient or user. The engineers provided their analysis findings confirming that an ECG alarm was activated at the time of the alleged event and that yellow alarm sounds were continuously played at the central station; however it cannot be determined if the volume was loud enough (neither at the central station, nor at the bedside monitor) for the respective clinical environment. There was no malfunction of the device.

Manufacturer narrative:
D4 unique device identifier (UDI) was corrected.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported no alarms were activated. The intellivue mx800 monitor was used in combination with an intellivue x3 and picix c.03.08 system. User was expecting the alarm sound. The device was in use on a patient. There was no report of patient or user harm.